Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the internal leakage test failed during pre-use check and replacement of the maintenance kit including nozzle units. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The reported issue was confirmed in provided device's logs. Moreover patient circuit test failed pre-use check most likely related to faulty nozzle unit. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator had issues with reading o2. There was no patient involvement. Manufacturer's ref. #: (B)(4).